Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported stent fracture in the suprarenal portion of the aortic body and complete occlusion of the left iliac stent was confirmed by still photo only. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office/name - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, the patient presented with an occluded left limb and stent fracture. Reportedly, a femoral popliteal bypass surgery was performed. The outcome is currently unknown.